Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient notifier was received. Non-sustained lead noise was observed via (B)(6) transmission. Intermittent undersensing was noted. The device remains implanted and will be monitored.